Event description:
It was reported that the reported that the procedure was to treat a lesion in a coronary artery with heavy calcification. The 3.5x8mm xience skypoint stent delivery system (sds) was not able to cross the target lesion due to the anatomy. Then the stent strut became flared and the shaft of the sds broke. The sds was able to be removed without issue and the procedure was completed with an unspecified device. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance and subsequent stent deformation and shaft separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.